Event description:
About 3 1/2 years ago preop dx: vaginal vault prolapse as well as stress urinary incontinence. Procedure performed; laparoscopic sacral colpopexy, tot mid urethral sling, and cystoscopy performed. Implanted coloplast, inc., restorelle y mesh 24 x 4 cm, model #ry2004, lot #3336987 and boston scientific obtryx transobturator halo, model #m006850500, lot #ml00000291. Procedure findings: at the conclusion of the case, cystourethroscopy demonstrated prompt robust efflux of indigo carmine from bilateral ureteral orifices and no trocar injuries within the bladder. Vaginal exam at the conclusion of the case demonstrated excellent support and no sutures within the vagina. This summer, h&p indicates "dyspareunia after a sacrocolpopexy with tot about 3 1/2 years ago. Patient reports that this problem began over the past year. She saw dr who recommended vaginal estrogen for an apical exposure of the graft - she has been reluctant to use that treatment and the erosion has become somewhat larger over time. Her partner is reporting pain with intercourse - this is her primary complaint. He feels something sharp just inside the vagina "on the front side. Otherwise, she is continent and denies vaginal bulge symptoms." Preop dx: exposed vaginal mesh and dyspareunia. Procedure findings: "she had a very small area of mesh exposure from the mid-urethral sling. It was really just several strands, which were easily excised. The apical area was 1 x 2 cm, and the mesh was easily excised. The vaginal epithelium was reapproximated. There was no palpable mesh within the vagina at the end of the case. Cystoscopy demonstrated no injury to the bladder or the urethra."